Event description:
Pt suffered peripheral corneal ulceration of both eyes after wearing another MFR's soft contact lenses and using this disinfecting solution. The pt was wearing contact lenses that were previously worn by a friend and loaned to the pt. The practitioner reported that a microbiological analysis was performed and revealed both the lenses and the solution were infected with serratia marcescans and klebsiella. The pt was treated with antibiotics and recovered after one mo. It was reported the pt still has "nephelions" in the periphery of the cornea. Nephelions is believed to be a french term for small opacities.